Manufacturer narrative:
A partial lead with the connector portion measuring 8.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with atrial lead noise that led to inappropriate mode switches. The right ventricular lead also had an elevated pacing threshold. Both leads were extracted and replaced. The patient was stable. Related manufacturer reference number: 2017865-2020-15055.